Event description:
It was reported that there was a malfunction resulting in a loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
The customer declined service. No repair information available. A: patient information could not be obtained due to country privacy laws. D4. Primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.